Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged fill resistance issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, resistance was felt when filling the cartridge during the load sequence. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was between 200-300mg/dl.